Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reew2862 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that sand holes were found with the catheter in the process of placement, resulting in fluid leaks. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 4fr s/l powerpicc solo catheter. The depicted portion of the device included the luer adapter and part of the extension tubing. Usage residues were evident on the device and the extension tubing markings appeared to be worn. The luer was accessed by a syringe. During flushing, a spraying leak was observed at the luer/tubing joint. While a leak was evident in the submitted video, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that sand holes were found with the catheter in the process of placement, resulting in fluid leaks. No other information was provided.